Event description:
Case description: this spontaneous report was received from a russian physician and concerns a female patient. The patient was injected with radiesse, on (B)(4) 2025. In (B)(6) 2025, after the radiesse injection, the patient experienced ischemia. The outcome of the event was unknown.

Manufacturer narrative:
Assessment by merz: the event occurred in compatible temporal relationship whereas no precise information is provided on treatment site or event localization so that a local relationship can only be assumed based on the wording of this report. Injection site ischemia (serious) is expected based on the current valid russian instructions for use (IFU) leaflet of radiesse. The IFU warns that an introduction into the vasculature may lead to embolization, occlusion of the vessels, ischemia or infarction and recommends taking extra care when injecting soft tissue fillers and to e.g. Inject radiesse slowly and apply the least amount of pressure necessary. Rare but serious adverse events with intravascular injection of soft tissue fillers in the face include e.g. Blindness, cerebral ischemia or skin necrosis. Nevertheless, during injection of a filler it can occur that a blood vessel is accidentally occluded by two different mechanisms: directly by injecting the product into the lumen or indirectly when the product is placed next to a vessel and compresses it from outside. The IFU recommends to immediately stop the injection if the patient exhibits any of the following symptoms including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure and patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur. In this case the information provided is quite sparse and no further event details were provided. Nevertheless, a contributory role of the treatment with radiesse cannot be excluded with certainty. Causality for the event is assessed as possibly related to the treatment with radiesse based on compatible temporal and assumed local relationship. This case is considered as serious with the serious event injection site ischemia because potential treatment was deemed necessary to prevent a permanent damage.